Event description:
Customer reported the alarm sounds intermittently when the alarm is set to 2 second delay, it takes 10 seconds to sound. The batteries have been replaced with a new supply and there is no visible damage. The date when the issue was discovered is unknown. No patient incident or injury reported.

Manufacturer narrative:
Evaluation of the returned product did not confirm the reported issue. The unit powers up as it should and there is not a 10 second delay when the delay switch is set to 2 seconds; however, the alarms does not sound when using the magnet or when nothing is attached to the alarm (fail safe). The alarm does not sound as it should when using the sensor pad. (B)(4).